Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information received: (B)(6) 2011 - patient was diagnosed with ventral, incisional and umbilical hernias thereby underwent open repair with implant of ventrio mesh. Per op notes, ¿three ventral hernia defects were identified in upper and lower abdomen. The defects were opened, and it contained omentum. After the lysis of adhesions. The omentum and hernia sacs were reduced. An umbilical and incisional hernia sacs were identified and reduced. All the hernia defects were repaired using a large ventrio mesh and sutured¿ (B)(6) 2011 - patient was diagnosed with infected seroma, wound dehiscence and pain thereby underwent open repair with drainage of seroma. Per op notes, ¿the sutures were removed and opened the wound. It contained turbid colored seroma that was drained. The wound was irrigated and dressed.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.